Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the bottom of the cartridge began leaking. The customer was able to successfully load a new cartridge. Customer's blood glucose level 292 mg/dl.